Event description:
Procedure: sigmoidectomy. According to the report: found leakage in the anterior part where the staples did not cross after two days of the surgery.

Manufacturer narrative:
Date initial report sent: 9/18/2009.